Manufacturer narrative:
The customer reports the cns (central monitoring system) malfunctions when the admit/discharge button is pressed on a specific bedside monitor. A windows error message pops up and when the customer closes the error message, the cns software reboots. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports the cns (central monitoring system) malfunctions when the admit/discharge button is pressed on a specific bedside monitor. A windows error message pops up and when the customer closes the error message, the cns software reboots.

Manufacturer narrative:
Manufacturer narrative: the customer reports the cns (central monitoring system) malfunctions when the admit/discharge button is pressed on a specific bedside monitor. A windows error message pops up and when the customer closes the error message, the cns software reboots. The product involved in this event has not been returned to date to allow for an analysis to be performed. The device was never sent in for evaluation as the customer resolved the issue by removing the monitor from the network and adding a spare, then putting the monitor back in. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.